Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Glucagon was administered to treat bg. The contact reported that the pump inaccurately delivered a 3 unit bolus to the customer. Review of the pump data logs verified that the pump lock screen was unlocked and a bolus of 20 units were requested. Due the customer's maximum bolus settings, the maximum bolus alert annunciated and the pump calculated 3 units which was confirmed by the customer and delivered. The contact acknowledged the information and verified it was due to user error.